Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA on the results in a supplemental report.

Event description:
The pt had reported on (B)(6) 2004 that her fasttake meter was reading inaccurately erratic. She had also reported that there was strip damage to her test strips and that the confirmation window would not completely fill sometimes. The results she had provided were 43 mg/dl and 67 mg/dl, performed within 10 minutes of each other. But, this comparison is invalid since the puncture area was not cleaned correctly. She did not receive any medical attention or treatment. There is no further clinical info provided. This case is reported as a strip malfunction since the test strips were reported to be damaged.